Manufacturer narrative:
H2 additional information: updated b5 and additional codes. H2 correction: h6 updated. A051206 was added to reflect system abrupted movement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the delay in the procedure was about 5 minutes. This did not affect the patient outcome. The issue was resolved with a reboot. The issue occurred during a lumbar spine fusion operation.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system,system checkout was good. Could not reproduce problem. Logs attached. Codes: b01, c19, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system regarding unknown procedure. It was reported that it was 3/4 closed over the patient when the system abrupted movement. Rebooted the system and unable to open and close the system. After completing the manual open door procedure and another reboot, they were able to open the system.patient was present.this issue occurred intraoperatively. There was unknown surgical delay and impact on patient outcome.